Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. It was also reported that the customer experienced a blood glucose (bg) level of "high"; although specific value not provided. Bg level was addressed with a correction bolus via the pump. Reportedly, the customer was using off label insulin. Tandem technical support educated the customer on insulin labeling. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.